Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The device was subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located at the distal edge of the distal marker band. The hypotube was kinked at several locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.25 x 10mm flextome¿ cutting balloon¿ was selected for use. During the procedure, the device was able to cross the lesion despite resistance within a guidezilla¿. However, it was noted that the balloon had ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.25 x 10mm flextome cutting balloon was selected for use. During the procedure, the device was able to cross the lesion despite resistance within a guidezilla. However, it was noted that the balloon had ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.